Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm intermittently occurred. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose level ranged from 504 to 506 mg/dl. A correction bolus was delivered to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.